Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1 h2-3) a manufacturer representative (rep) went to the site to test the imaging system. The rep looked through the logs and found staff were only exposing for 1 second. Instructed staff to expose for at least 3 seconds to allow the system to work. Codes: b01, c13, d11 h3) the software analysis concluded that the reported issue was not a software issue. Complaint data investigation found the event was due to a userworkflow issue (B)(4) looked through logs and found staff were only fluoro-ing for 1 second. Instructed staff to fluoro for at least 3 seconds to allow abs to work. Performed system checkout." Software functioned as designed. Coeds: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No products were received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the site had been having an issue with the anterior to posterior (ap) scans where it would appear black. The lateral scan looked "semi okay" and the site used the lateral to continue with surgery. No additional information on patient impact provided as surgery just started at the time of the call. There was less than an hour delay in surgery.